Manufacturer narrative:
Specific information with regard to patient gender, age, weight, and number affected were not provided by the doctor. The doctor cut out all the black specks and removed the restoration. He completed the procedure using a new product, without further incident. To date, the patient is fine. The returned product was evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that there were black specks after curing the restoration for a patient.